Event description:
It was reported that 13 days after the implant of this transcatheter bioprosthetic aortic valve, the patient presented to the emergency department (ed) with complaints of feeling like his heart had an extra beat. The patient reported a similar sensation with exertion that was on going. Electrocardiogram (ECG) showed sinus rhythm with premature atrial contractions (pac). The event was diagnosed as palpitations and an increase in beta blocker dose was required. Per the physician, there was an unknown relationship between the valve, the implant procedure and the event. The event was reported as being resolved without sequelae approximately one year after the valve implant procedure.

Manufacturer narrative:
Continuation of d10: product ID enveor-l-c; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na product ID ls-enveor-2629-c; product lot/serial number(B)(6); product type: compression loading system; implant date na; explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.